Event description:
Septic mobilization of right knee prosthesis. Implantation date: 2018.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlon ps fem component cemented ; cat#5515-f-602 ; lot#ayd4hd. Device name#tri ts baseplate size 6 ; cat#5521-b-600 ; lot#v3yya. Device name#tri cemented stem 12mmx50mm ; cat#5560-s-112 ; lot#unknown. Device name#unknown patella ; cat#unknown ; lot#unknown . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.